Event description:
It was reported via clinic notes dated (B)(6) 2011 and received on (B)(6) 2011 that a vns patient was having an increase in seizure frequency and was not sure if it was from a lack of efficacy from vns or the tegretol. The patient was to be referred for generator revision surgery. Good faith attempts to obtain additional information were unsuccessful to date.